Event description:
A user facility reported that during intraocular lens (iol) implant surgery, it was observed that the lens was damaged. The incision was enlarged to accommodate removal of the lens. Another lens of the same model was implanted. In a follow-up, the surgeon reports outcome of event for pt as "good".

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was bent-gusset and distal area and was nicked/chipped on the edge. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 05/22/2008 by fax and mail. A completed questionnaire was received. This report was mailed to FDA on: 06/19/2008.